Manufacturer narrative:
The device has been returned; following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device triggered a remote alert indicating the presence of a clinical event in which multiple therapies had been delivered, ultimately resulting in therapy exhaustion. The field representative was informed that the patient had a svt episode within the programmed ventricular fibrillation (vf) zone, which resulted in system therapy and triggering a fast conducting atrial fibrillation (af). The af was treated with additional shocks, one of which accelerated the rate into a true vf. The device appropriately sensed and treated the vf rhythm; however, the subsequent shocks failed to convert and the patient passed away shortly after. The device has been confirmed explanted and returned for and functional and data analysis. The field representative confirmed the device had been programmed with a vf zone at 200 bpm. The physician reported no product allegations and alleged no deficiencies, stating that the pre-episode device programming, had not been optimal and should have not been set so low (200bpm). For this reason, it was reported the physician is now increasing vf zones for other patient's to 240bpm.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device triggered a remote alert indicating the presence of a clinical event in which multiple therapies had been delivered, ultimately resulting in therapy exhaustion. The field representative was informed that the patient had a svt episode within the programmed ventricular fibrillation (vf) zone, which resulted in system therapy and triggering a fast conducting atrial fibrillation (af). The af was treated with additional shocks, one of which accelerated the rate into a true vf. The device appropriately sensed and treated the vf rhythm; however, the subsequent shocks failed to convert and the patient passed away shortly after. The device has been confirmed explanted and is intended to be returned for and functional and data analysis. The field representative confirmed the device had been programmed with a vf zone at 200bpm. The physician reported no product allegations and alleged no deficiencies, stating that the pre-episode device programming, had not been optimal and should have not been set so low (200bpm). For this reason, it was reported the physician is now increasing vf zones for other patient's to 240bpm.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no irregularities. The header was firmly attached and all setscrews moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device history record (DHR) revealed no additional information related to the complaint. No deviations were observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device triggered a remote alert indicating the presence of a clinical event in which multiple therapies had been delivered, ultimately resulting in therapy exhaustion. The field representative was informed that the patient had a svt episode within the programmed ventricular fibrillation (vf) zone, which resulted in system therapy and triggering a fast conducting atrial fibrillation (af). The af was treated with additional shocks, one of which accelerated the rate into a true vf. The device appropriately sensed and treated the vf rhythm; however, the subsequent shocks failed to convert and the patient passed away shortly after. The device has been confirmed explanted and returned for and functional and data analysis. The field representative confirmed the device had been programmed with a vf zone at 200bpm. The physician reported no product allegations and alleged no deficiencies, stating that the pre-episode device programming, had not been optimal and should have not been set so low (200bpm). For this reason, it was reported the physician is now increasing vf zones for other patient's to 240bpm.